Manufacturer narrative:
Unit passed displacement test and self test. No unexpected pump error 63 alarm noted during testing. However, pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly. Unit was received with faded and peeling serial number label, scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the pump received a pump error. No further details given. The pump will be repaired and replace.